Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, after the first firing in the antrum of the stomach, firing suddenly stopped. It did not allow another firing in order to complete all 4 firings needed for whole reload and the staple did not form properly. There was blood loss of 300 cc and the surgical time was extended for three (3) hours. The hospital stay of the patient was also extended for one (1) day. A new handle with different lot number and a new reload were used to complete the case.